Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon deformation occurred. The 3.75mm x 6mm nc quantum apex balloon was being used for post-dilatation following the placement of an unknown stent. In the opinion of the physician it was noted that the balloon length was unacceptable and could have dissected the distal section of the implanted stent. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. A review of all information available for consideration at the time of this investigation was insufficient to confirm the reported event or determine a definitive root cause. Because there is no evidence of any specification non-conformances, yet the user was dissatisfied with the performance, function or appearance of the product, the root cause classification 'user preference issue' was assigned. (B)(4).